Event description:
Customer initially reports foot plate broke during surgery. On (B)(6) 2012, dealer reply says surgeon was performing a spinal fusion (l4-l5). Footplate broke off in the surgical wound and was removed, no pt harm, 10 minute surgical delay. Routine x-ray scan throughout procedure shows no parts left in pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.